Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual:. Operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. The event can be detected/prevented by following the reprocessing instructions of the air/water nozzle as described as follows in the reprocessing manual: "reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories flush the air/water channel with detergent solution remove detergent solution from all channels.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited insufflation problem. The device was returned, and an evaluation revealed partial clogging of nozzle with a black foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Air/water flow issues from the air/water flow system was noted. There were few additional inspection findings. Discoloration of adhesive of bending section cover was noted. Light guide lens was cracked. Insertion tube was deformed. Bending angulation was out of specification. Lenses glue and key top 1 rubber became deteriorated. Replacement of bending section cover, distal-end unit, nozzle unit, connecting tube, key top1 rubber, and the electrical connector was required. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.